Event description:
It was reported that the pt contacted his doctor stating that a 675 battery had exploded damaging the battery pack. No injury was reported.

Manufacturer narrative:
We are awaiting receipt of the device. As soon as the device is returned to the manufacturer for evaluation, an investigation will be conducted. When available, a device failure analysis will be submitted as a follow up report.